Event description:
New aide was pushing resident down hallway in transfer device instead of pulling. Carrier disengaged from frame, aide was able to do a controlled fall. Resident was not wearing seatbelts at the time of fall. Belts were under chair.

Manufacturer narrative:
Video was sent to help with preventive maintenance, as well as two sheets of instructions were faxed over for prevention maintenance. Additional training maybe needed to prevent this from happening again.